Event description:
During an atrial fibrillation procedure, after transseptal puncture the agilis 13fr sheath was inserted into the left atrium. While flushing the agilis 13 fr sheath a large amount of air was noted. There was also blood backflow noted from the hemostasis valve. The agilis 13 fr sheath was exchange and the procedure was completed with no adverse consequences to the patient.